Event description:
MFR rep reports catheter explant due to a suspected infection. No pt sequela noted. Additional info has been requested from the hcp, but was not available at the time of this report.